Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturing representative (rep). It was reported that during surgery to replace only the ins the hcp noted some wearing on the outer sheath of the extensions. No exposure of wires was noted and the hcp decided not to replace the extensions but did bring it to the reps attention during the procedure. Once the new ins was connected the rep performed an impedance test and all impedances were within normal range. The device was activated and the patient reported good stimulation both during the procedure and post operatively while in recovery area. Impedances verified the ins programmed and good stimulation noted by patient in all pain areas. The issue has been resolved. Patient is alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type :programmer, patient; product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3708140, serial# (B)(6), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was charging more than expected. It was reported that it took the patient 3-4 hours to recharge even a quarter. This reportedly started over a year ago. It was noted they ¿can get all 8 boxes shaded after turning dial unless they move.¿ it was reported that when stimulation was turned on and off, the patient experienced a stinging sensation that comes and goes, and had reportedly been occurring for about a year. It doesn't matter what position the patient was in. Every once in a while it was discomforting. Sometimes, the patient reportedly felt sharp pain in the area/location of the implantable neurostimulator (ins). There was no known accident or incident related to this complaint. It was reported stimulation was feeling strong on right side and down right leg. The patient felt it a little on the left side, but a lot of pain was in his lower back. It was noted that when the patient turned the ins on, it was more on the right side. It reportedly felt like an 8 on the right side and a 3 on the left side. It was reported the patient tried to use the patient programmer (pp) to adjust the setting, but it had not helped. The patient used the pp and increased the 4 programs individually on group b. However, the patient continued not to feel stim on left side. The patient also tried group a and did not feel stim on left side, but felt stim in right leg. Additional information received reported while stimulation was turned on, the ins had been giving the patient a burning, stinging, pain at the implant site, ¿wrong location.¿ additional information received reported the patient¿s health care provider no longer treats patients that were referred from the va hospital. The patient had reportedly called and left a message with the va, and called the pain clinic. The pain clinic told him to contact his primary care doctor to get a referral to the pain clinic. The patient noted he was ¿going to have to wait.¿ troubleshooting over the phone was previously attempted and did not help the patient. It was noted the patient was in a lot of pain and was really concerned about his pain. It was reported the patient experienced a loss of therapeutic effect. The onset of the event was over a year a go. It was noted the patient was having more back pain and had to increase stimulation in his leg to get relief in his back. The patient¿s status was reportedly unknown. It was reported the patient experienced stimulation in the wrong location. It was noted that ¿since the beginning¿ stimulation would shoot down the patient¿s legs and the patient had to turn stim up high to get stim in his back. Since implant the patient would also have to ¿crank¿ stimulation up high to get stim on the left side. The patient met a manufacturer representative (rep) before he moved to adjust stimulation for the left side, and it reportedly did not resolve the issue. It was noted the patient had a ¿nasty fall¿ about 3-4 weeks ago where the patient passed out and landed on his side then his back. It was noted the patient hurt his back badly and was going to possibly have steroid injections the day of the current report. It was reported by the consumer on (B)(6) 2018 that the device had not been working for some time due to the battery reaching end of service (eos). In addition to that the patient had been getting a burning sensation where the implantable neurostimulator (ins) was located. Per the consumer, this event had been going on for about 2 years. The patient had been trying to schedule an appointment with a manufacturer representative and was provided health care provider (hcp) listings during the call. The ins was implanted for failed back surgery syndrome. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative indication the cause of the wearing of the outer sheath was unknown and that the ins was explanted on (B)(6)2018. No further complications were noted or anticipated